Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was seen to have detached from the delivery wire at the main coil junction. Functional testing was not carried out due to the condition of the coil retuned. Based on this and on additional information received, the reported "main coil prematurely detached/separated inside the patient' was confirmed. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during coil embolization procedure while trying to place the third coil (subject device), early detachment occurred while inserting and pulling back. The coil was collected within the microcatheter. There were no clinical consequences to the patient.

Event description:
It was reported that during coil embolization procedure while trying to place the third coil (subject device), early detachment occurred while inserting and pulling back. The coil was collected within the microcatheter. There were no clinical consequences to the patient.